Manufacturer narrative:
Other relevant device(s) are: product ID: 9735859, serial/lot #: unknown. A representative went to the site to preform system check out. It was noted that there were parts replaced and the system preformed as intended. The connector was returned and it was noted that there was one contact pushed in. A continuity test confirmed an open at pin 2. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information a navigation used for set up before a case. It was reported that the representative was unable to connect to the imaging system. They used a different navigation system for the case without issue. No patient present.